Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/05/2016 with the following findings: the black box and alarm history showed a cs 078 call service alarm. The pump powered on properly with no alarms. During the investigation, the pump successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the ¿call service alarm¿ issue was not duplicated. Unrelated to the initial complaint, it was observed that the audio bolus button was not responsive to user presses due to moisture corrosion. A leak test was performed and failed due a bolus button leak. The pump was opened and there was moisture inside all internal areas of the pump including on the display, all the boards, the bolus button contact and on the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. There was no other physical damage found to the pump. (B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 04/07/2017 - correction to serial #.